Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 506 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they were off the insulin pump for less than 48 hours. The customer stated that the insulin pump was alarming no reservoir. The customer was assisted in rewinding. The customer stated that the insulin pump alarmed no delivery during priming. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.